Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tlh60 device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparotomy procedure, no staples were deployed when the device was fired on the first firing. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).